Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a pt presented with high lead impedance during system diagnostic testing. High lead impedance was reported to have been received approx 6 months ago, but the treating medical professional could identify no anomalies on x-rays. Trauma was reported to not be a believed cause for the high impedance. The pt reported that the stimulation could not be felt. No pt adverse events were reported. Revision surgery is likely.